Event description:
Alaris tubing that came apart at a connection, at a y site.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.